Event description:
The actuator pivot was broken free from the front end assembly of the device. The front actuator has been reported as missing by the sales rep. And is therefore considered to be inside the patient. There was no procedural delay or patient injury reported by the surgeon.